Manufacturer narrative:
Evaluation of the returned 3 maxc confirmed, a fracture on the proximal end. Further evaluation revealed, yield marks were present on both sides of the fracture, indicating that the device likely kinked prior to fracturing. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. The root cause of resistance, during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), and a stent retriever. During the procedure, while retracting the stent retriever through the distal end of the 3maxc after completing a pass, the physician experienced resistance. Subsequently, the 3maxc and stent retriever were removed together. Upon removal, it was noticed that the proximal end of the 3maxc was broken. The procedure was completed using a new 3maxc, the same ace68, and the same neuron max. There was no report of an adverse effect to the patient.